Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visible inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticmo12.1, -7.0/+0.5/101 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation. On (B)(6) 2021 the lens was exchanged with a longer length different axis lens and the problem was resolved. The cause of the event is reported as unknown.